Event description:
It is reported that the devices were implanted in 2008, and that the patient was revised in 2009 due to osteolysis on proximal tibia and distal femur.

Manufacturer narrative:
Evaluation summary: the explanted femoral component exhibits evidence of bone cement and bone tissue supporting the statement in the alleged complaint that the device was well-fixed at the time of revision. Photographs of x-rays were provided. However, the quality of the photographs of the x-rays is too poor to allow for a thorough evaluation. Without additional information, the cause of the alleged osteolysis and need for revision of the femoral component cannot be determined. Evaluation codes: device history records indicate all components were manufactured and inspected to specification. No manufacturing abnormalities could be detected.